Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer alleged the string was attached backwards and facing the wrong way on multiple tampons. She reported that during use the tampon string went farther up inside her. She was not able to use the string for removal and had to manually remove the tampons. She was able to remove the tampons in one piece. She indicated she was fine and did not seek medical attention.